Event description:
Boston scientific received information that during a routine device interrogation it was noted that the lead safety switch had been triggered for the right atrial (ra) lead and pacemaker. Over 1000 atrial episodes were also stored due to noise. Subsequently, the sensitivity was reprogrammed on the ra lead and the physician will continue to monitor the patient. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Additional information was received that the pacemaker and right atrial (ra) lead exhibited high out of range pacing impedance measurements of greater than 2000 ohms and loss of capture. Subsequently a revision procedure was performed where the lead was surgically abandoned. The pacemaker remains in service with a new ra lead.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.